Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user cannot hear anymore after a reported trauma which occurred on (B)(6) 2022.

Event description:
The user suddenly could not hear anymore after a trauma which occurred on (B)(6) 2022. The user was showing good benefit before. The user has been reimplanted with a new device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user suddenly could not hear anymore after a trauma which occurred on (B)(6) 2022. The user was showing good benefit before. The user has been reimplanted with a new device.